Event description:
Investigation found that the admin set experienced leaking at the edges of filter.

Manufacturer narrative:
One used admin set without verifying the lot number was returned to (B)(4) for eval. The admin set was run with a curlin pump serial number (B)(4) and a leakage was found along the edge of filter.